Event description:
(B)(4). My insurance at the time helped pay for the device. I had it placed in (B)(6) 2006, really had not had any effects until 2013. I was walking and had been out for a walk and came back and could not get rid of severe pain in my legs, back and sides. About a week of severe pain, I went to see my physician who said I had knee arthritis, they gave me a shot to control the pain, but it never seemed to go away. Approximately 15 months later, I was still dealing with that pain and intense to the point that I could not clean my house or exercise without severe pain, I went to my physician who said fibromyalgia as well as magnesium and vitamin d deficiency. I had been having severe bleeding for months at a time or no period and this continued until (B)(6) 2015. I went to see my obgyn who told me none of my symptoms were the result of essure. Instead, they blamed my weight, living in the north, depression, stomach issues and anything else. The pain never goes away and have gone several times and spent (B)(6) trying to find why I am in pain and no answers ever.. I am (B)(6).